Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. The reported event is confirmed through evaluation of returned product. Visual examination of the returned product identified two juggerknot mini devices were returned. Sample 1 was returned with the support sleeve pushed back, the suture is no longer wrapped around the foam insert and has been cut and returned without the anchor, and the inserter component is also bent. Sample 2 was returned with the support sleeve pushed back, the sutures are still wrapped around the foam insert with the anchor intact, and the inserter component is fractured with not all pieces returned. Fracture analysis has been previously analyzed in the internal zimmer research memo where bending overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the plastic sleeve could not be slid smoothly. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was additionally reported that the needle tip of the product was found fractured after the surgery for one of the devices; however, it could not be confirmed which lot fractured. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. D4/h4: it was reported that the exact lot number of the device that fractured in the event is unknown. However, there are two (2) potential lot numbers of the device involved. These are listed below with their associated dates of manufacture, expiration dates, and udis. Potential lot (1): 0002703778, expiration date: jan 16, 2030, manufacturing date: jan 16, 2025, UDI: (B)(4), potential lot (2): 0002706976, expiration date: jan 27, 2030, manufacturing date: jan 27, 2025, UDI: (B)(4). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.